Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable tp2 total protein gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial tp2 result was 23.7 g/l. The customer was prompted to repeat the sample as the result did not match the patient's previous result. The sample was repeated and the repeat result was 70.3 g/l.

Manufacturer narrative:
The field service engineer (fse) checked the analyzer and confirmed that it was operating properly. The investigation did not identify a product problem. The root cause of the event could not be determined.